Event description:
It was reported that during use with bd insulin syringe with the bd ultra-fine¿ needle the needle broke off. This is the 2nd report for this event type. The following information was provided by the initial reporter, translated from portuguese to english: - about the other crooked needles and this case of breakage, she did not inform details about dates or batches (it is not possible to know if it is the same batch that happened.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned for the unknown lot#, therefore the complaint could not be confirmed and the root cause is undetermined. Due to unknown batch number, no DHR can be completed.

Event description:
It was reported that during use with bd insulin syringe with the bd ultra-fine¿ needle the needle broke off. This is the 2nd report for this event type. The following information was provided by the initial reporter, translated from portuguese to english: about the other crooked needles and this case of breakage, she did not inform details about dates or batches (it is not possible to know if it is the same batch that happened...).